Manufacturer narrative:
PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
While reporting an event of a broken valve on a performer introducer (reference medwatch 1820334-2019-00081), a company representative mentioned that the physician said there were "prior incidents of valves breaking". Details are not available at this time as these are older events and no company representative was present for these procedures. No lot numbers or event dates have been provided. No patient adverse effects have been reported. Additional information has been requested but has not been made available. The complaint devices will not be returned to the manufacturer to aid in the investigation of these events.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation : a review of the complaint history, drawing, instructions for use (IFU), manufactures instructions, quality control, and specifications was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. The device is shipped with instruction for use (IFU) which notes: using the side-arm of the valve, flush the introducer by filling the introducer assembly completely with heparinized saline. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.